Manufacturer narrative:
Device evaluation of battery charger has been completed at the distributor. The reported problem (will not power up) has been confirmed. Upon investigation the returned power supply was damaged, missing the connector to the charger. The cause for the failure was isolated to a damaged power supply connector. The charger was able to power on with a known good charger. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.